Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
It was reported that during priming, prior to implantation, they were unable to get flow through the valve. A second certas plus valve was opened and the same issue occurred. A competitor valve was then used. There was no reported patient harm or delay in surgery greater than 30 minutes. The valves were discarded and no lot number information was provided.